Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed noise oversensing. In addition, impedance measurements were low out of range with the automatic capture feature in retry for the past four months. It was thought the rv lead was fractured. When forced to pace, the lead does capture at 5v, however there was concern with the lead integrity. A lead replacement procedure is intended. In addition, a large number of ventricular lead noise was logged in the arrhythmia logbook, however the histograms appeared normal with only five percent ventricular pacing. No adverse patient effects were reported.

Event description:
Additional information was obtained. A lead revision was performed. It was unknown whether the lead was fractured or there was insulation damage. As there had been increased thresholds, this device was also replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this device was received at the post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.